Event description:
Complainant alleged that while attempting to treat a pt. In cardiac arrest, the device gave a "replace batteries" prompt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent to the event the batteries were replaced and the device functioned appropriately.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.